Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted in the lead lumen. There were deformed conductor coils at 400 mm from the terminal pin due to the suture sleeve tie down. There was also a bend in the insulation at 409 mm from the terminal pin due to the suture sleeve location. The inner insulation was worn at 409 mm from the terminal pin. Due to the damage to these areas this lead did not pass the insulation integrity testing. However, electrical resistance testing of the conductor paths showed the lead to be in specification, indicating that no fracture had occurred. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high pacing thresholds and had pulled back. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Event description:
--